Manufacturer narrative:
H6: investigation summary: the images provided for this complaint shows a single syringe that has had its needle hub separate from the barrel of the syringe. No images were provided showing a polybag with a damaged/open seal. Due to the batch being unknown, no DHR review can be completed. Since no samples and/or photo(s) of the samples were received for investigation, bd was not able to replicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that a polybag was opened and bdj confirmed from returned samples that the needle shield with hub was detached from the barrel.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that a polybag was opened and bdj confirmed from returned samples that the needle shield with hub was detached from the barrel.